Event description:
The customer reported tooth loss on #5 while wearing the retainers. Medical intervention was required. Retainer treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth. This adverse event is being reported after 30 calendar days. During the evaluation of the complaint, it was found that the customer had reported the event before and it was not captured by the former complaint handling system. CAPA (B)(4) was initiated in order to improve complaint handling system.